Event description:
It was reported that the patient experienced left cylinder extrusion through the urethra with a spectra penile prosthesis (spp). A surgical procedure was performed in which the cylinder was removed. It was indicated that the right cylinder remained implanted as the erection was still satisfactory. It was indicated that there was no penile trauma or sexual intercourse with exaggerated force leading to the extrusion.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported clinical observation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Additionally, labeling review confirmed that extrusion is documented as a known inherent risk of device use. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced left cylinder extrusion through the urethra with a spectra penile prosthesis (spp). A surgical procedure was performed in which the cylinder was removed. It was indicated that the right cylinder remained implanted as the erection was still satisfactory. It was indicated that there was no penile trauma or sexual intercourse with exaggerated force leading to the extrusion. No further information was provided.